Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed in high ventricular rate episodes via remote transmission. Programming changes were made, and no noise was noted after the changes. Patient was in good condition and will continue to be monitored remotely.